Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 54 mg/dl at the time of the incident. The customer was at 594 mg/dl before the ambulance arrived. The customer was given glucagon shots to treat. The customer experienced symptoms such as thrashing on the floor. The customer was wearing the insulin pump during the incident. The caller stated the pump delivered 2 boluses and the second bolus was not administered by the customer. Troubleshooting was not completed as the pump accessories were not available. The caller reported the customer is (B)(6) and suffers from memory loss, confusion, and hearing difficulties. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device did not have a battery installed when received. Device powered up properly after the test battery was installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No over or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No low battery alarm noted during testing or after the battery installation. The unexpected bolus delivery was not specified in the customer notes and there is no data available due to the device did not have a battery installed when received. Unable to verify unexpected bolus delivery. Device was monitored for one day. No unexpected bolus delivery noted. Device was also programmed with multiple test boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly of history anomaly noted during testing. There is no data available due to the device did not have a battery installed when received. Drive support disk was inspected and no anomaly was noted. No cosmetic damage noted. (B)(4).